Manufacturer narrative:
Per the tandem user guide always check that your cartridge has enough insulin to last through the night before going to bed. If you are sleeping, you could fail to hear the empty cartridge alarm and miss part of your basal insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 738 mg/dl to 783 mg/dl, kidney failure, and diabetic ketoacidosis. It was not provided if kidney failure was pre-existing; however customer indicated they were in "stage 3 kidney failure." Reportedly, customer ran out of insulin. Subsequently, customer was hospitalized in the intensive care unit. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2022 with the issue resolved; however, customer indicated they sustained permanent kidney damage.